Event description:
In (B)(6) 2010, the patient started treatment with dianeal pd2 ultrabag, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On the same day, a peritoneal effluent analysis and culture were performed. The results of the culture were unknown. On (B)(6) 2010, the patient began remedial therapy with fortum (1gm, daily, ip) and vancomycin (1gm,daily, IV) dianeal therapy was ongoing. The peritonitis was resolving. The patient's medical history included end stage renal disease (esrd), hypertension and diabetes. No concomitant medications were reported. The reporter believed that the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.